Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986, serial# (B)(4), product type: lead. Product ID: 3986, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of complex reg pain syndrome type I. It was reported that the patient¿s stimulation wasn't helping and they hadn't been using it. The patient saw a new doctor and they thought the leads might not be in the right place. The patient wanted a manufacturer representative to attend their next appointment. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2018. The patient stated that the stimulation not helping the leads moving began approximately (B)(6) 2016. It was not confirmed if the leads moved. No actions have been taken to resolve the stimulation not helping to date. They have been experiencing a lot of anxiety. The stimulation not helping has not yet been resolved. The patient did not know what their weight was because they have lost weight. No further complications were reported/are anticipated.